Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: int urogynecol j (2007) 18:1237¿1241; doi 10.1007/s00192-007-0346-4; published online: 27 march 2007. (B)(4).

Event description:
It was reported via journal article: ¿title: small bowel obstruction after vaginal vault suspension: a series of three cases¿ authors: beri ridgeway, matthew d. Barber, mark d. Walters and marie fidela r. Paraiso citation: int urogynecol j (2007) 18:1237¿1241; doi 10.1007/s00192-007-0346-4; published online: 27 march 2007. This case study presented a thorough review of the literature that revealed no previous reports of primary vaginal reconstructive surgery leading to small bowel obstruction (sbo) in female patients. In case 3, a (B)(6) multiparous woman with a history of an abdominal hernia repair presented to the urogynecology clinic with the complaint of uterine prolapse and occasional stress urinary incontinence. During the surgery, a single stitch of 0-pds was placed in the uterosacral ligaments and a stitch using 0-prolene was then placed caudally through one uterosacral ligament and used to travel across the peritoneum. On postoperative day 17, the patient was taken to the operating room and underwent diagnostic laparoscopy, exploratory laparotomy, lysis of adhesions, small bowel resection, and end-to-end enteroenterostomy. During the laparoscopic portion of the procedure, adhesions were noted between the small bowel and the operative pedicles. The patient¿s postoperative course was uncomplicated with the exception of a mild wound infection, which was treated with drainage and oral antibiotics. In conclusion, the authors noted that a possible new trend of placing vaginal vault suspension sutures more proximal in the uterosacral ligament predisposes to small bowel obstruction. The patient¿s postoperative course was uncomplicated with the exception of a mild wound infection, which was treated with drainage and oral antibiotics.